Manufacturer narrative:
Date of event: unknown. Investigation summary: customer returned (1) plunger rod and plunger cap in an open poly bag from lot # 1158107. Customer states that the plunger rod is difficult to move. The returned plunger cap and plunger rod were examined and the plunger cap was crushed with the plunger rod stuck in the cap. This could make the plunger rod difficult to move. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch # 1158107 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed plunger cap). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. On 01dec2021, holdrege received a photo complaint from material 320440 and lot #1158107 syringe 0.3ml 31g 8mm. Initial evaluation: visual inspection of the photo displays a syringe with only a plunger and damaged cap. There is no barrel / needle assembly unit present in the photo. It is believed the nonconformance would have had to occur at the form, fill and seal (ffs) operation as the camera detection would have been ejected the syringe prior to the packaging operation if incomplete and the incomplete syringe would not transfer down a rail. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Device history record; l2l and logbook evaluation: the syringes were packaged from 15aug2021 to 15aug2021at the ffs operation. The device history (DHR) for batch 1158107 was reviewed and zero quality notifications were written for issues relating to the assembled syringe defect. During the manufacturing process, the following inspections are completed on regular intervals: missing shield and cap challenge: at the start of every shift. Correct quantity every hour: quantity shall match packaging specification requirements. Syringe quality every hour: smeared and/or scratched print; missing print, misplaced scale. Syringe quality every hour: missing and/or unassembled components. Syringe quality after packaging every hour: damaged bags and/or syringes if a defect is found during an inspection a quality notification is initiated root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move during use. The following information was provided by the initial reporter: "pet owner reported that the plunger rod is difficult to move." Samples: available - sending mail kit.